Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted, during testing. The electronic assemblies were inspected and no anomalies noted. However, moisture damage noted, to motor assemblies, during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. Please see below, for the first ten boluses listed on the event date (B)(6) 2024, in the pump history file. 09/07/2024, 00:04:25.000, normal bolus delivered (220): system time = 09/07/2024, 00:04:25.000; bolus programming method: cl1 microbolus (5); bolus amount delivered: 250 (0.025 u.) 09/07/2024, 00:09:49.000, normal bolus delivered (220): system time = 09/07/2024, 00:09:49.000; bolus programming method: cl1 autobolus (9); bolus amount delivered: 5750 (0.575 u). 09/07/2024, 00:14:31.000, normal bolus delivered (220): system time = 09/07/2024, 00:14:31.000; bolus programming method: cl1 autobolus (9); bolus amount delivered: 1250 (0.125 u). 09/07/2024 00:19:33.000 normal bolus delivered (220): system time = 09/07/2024, 00:19:33.000; bolus programming method: cl1 autobolus (9); bolus amount delivered: 2000 (0.2 u). 09/07/2024, 00:24:31.000, normal bolus delivered (220): system time = 09/07/2024 00:24:31.000; bolus programming method: cl1 autobolus (9); bolus amount delivered: 1500 (0.15 u). 09/07/2024, 00:29:33.000, normal bolus delivered (220): system time = 09/07/2024, 00:29:33.000; bolus programming method: cl1 autobolus (9); bolus amount delivered: 1750 (0.175 u). 09/07/2024, 00:34:25.000, normal bolus delivered (220): system time = 09/07/2024, 00:34:25.000; bolus programming method: cl1 microbolus (5); bolus amount delivered: 500 (0.05 u). 09/07/2024, 00:39:27.000, normal bolus delivered (220): system time = 09/07/2024, 00:39:27.000; bolus programming method: cl1 microbolus (5); bolus amount delivered: 500 (0.05 u.) 09/07/2024, 00:44:35.000, normal bolus delivered (220): system time = 09/07/2024, 00:44:35.000; bolus programming method: cl1 autobolus (9); bolus amount delivered: 2250 (0.225 u). 09/07/2024, 00:49:31.000, normal bolus delivered (220): system time = 09/07/2024, 00:49:31.000; bolus programming method: cl1 autobolus (9); bolus amount delivered: 1500 (0.15 u). Pump passed, functional testing. And no alarms or alerts noted, during testing. Possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 39 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-399a, mmt-7040a, mmt-1884, mmt-332a. Customer was using the auto mode/smartguard feature at the time of the event. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported low blood glucoses. Customer has been using the insulin pumpsystem within 48 hours of reported low blood glucose event. Customer believes the pump isover delivering. Customer was able to upload to carelink. No further patient complications were reported. No product return is required for mmt-399a. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. Mmt-1884 was requested and customer response was the device was returned. Mmt-332a was requested and customer response was the device will be returned.